Manufacturer narrative:
The reported event of insulation damage and the ¿conductors were exposed¿ were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis found the damaged outer insulation and the outer coil was exposed consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead had part of the insulation gone and the conductors were exposed. The lead was capped and replaced. The patient was stable before, during, and after the procedure.